Event description:
It was reported that the physician was in the process of accessing and confirming rf ablation catheter placement when the patient started to complain of shortness of breath and nausea. It was further reported that the patient became progressively worse, and the physician proceeded to call for help (911) and start CPR. It was also reported that at this time, the rf catheter was in the patient leg; however, no cycles had been started and no length had been treated. There were no generator display errors, as the catheter was not activated. There was no reported complicating venous anatomy reported. Four cardiologist ¿ emt- police and staff attended to the patient; however, the patient expired. The relationship between the device and the patient death is unknown. The history of the patient is unavailable. The device will not be returned.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The root cause for the reported patient shortness of breath. Nausea, and death event is unknown. The relationship between the device and alleged patient death is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician was in the process of accessing and confirming rf ablation catheter placement when the patient started to complain of shortness of breath and nausea. It was further reported that the patient became progressively worse, and the physician proceeded to call for help (911) and start CPR. It was also reported that at this time, the rf catheter was in the patient leg; however, no cycles had been started and no length had been treated. There were no generator display errors, as the catheter was not activated. There was no reported complicating venous anatomy reported. Four cardiologist ¿ emt- police and staff attended to the patient; however, the patient expired. The relationship between the device and the patient death is unknown. The history of the patient is unavailable. The device will not be returned.